Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b6, d6(a), h6.

Event description:
Healthcare professional reported right side rupture, swelling, late seroma confirmed via cytology, suspicion of bia-alcl with negative cytology for tumor cells, "significant fibrosis and sclerosis" and "foreign body reaction". The device has been explanted and replaced with another manufacturer's device

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, granuloma.

Event description:
Physician reported right side rupture confirmed via ultrasound. Physician later reported "significant swelling", late seroma confirmed via cytology, suspicion of bia-alcl with negative cytology for tumor cells, "significant fibrosis and sclerosis" and "foreign body reaction". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported right side rupture confirmed via ultrasound. Physician later reported "significant swelling", late seroma confirmed via cytology, suspicion of bia-alcl with negative cytology for tumor cells, "significant fibrosis and sclerosis" and "foreign body reaction". Device has been explanted and replaced with another manufacturer's device.